Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign country: japan. Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack, but there was electrolyte visible in the power plug. Visual inspection of the interior of the handpiece found the plunger was stuck in place, the pinion gear was set too close to the motor and the motor mount under it was starting to warp. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the battery issue is attributed to the manufacturing process. The root cause for the stuck plunger cannot be determined at this time. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit was overheating abnormally and did not power on. The abnormal heat was also confirmed in the battery pack. There was no harm or delay reported. No further information is available. Diligence is complete. During device evaluation, it was discovered that the battery electrolyte was visible.